Manufacturer narrative:
The subject product was used on the patient and discarded after use, therefore no evaluation of the device could be performed. The reporter did not report any in use issue related to the device. Based on the limited information and no sample being available for evaluation, the origin of the alleged "lubricant" found in the patient's cytology sample cannot be determined at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This is the first reported complaint subject lot of (B)(4) units manufactured in august of 2019.

Event description:
It was reported that an obgyn oncology procedure was performed and a sample of fluid was obtained by using the hydrosurg device. The specimen was sent to pathology. Several days later the pathology report indicated the sample could not be used due to a ¿lubricant¿ substance within the sample. The hydrosurg device had been discarded after the procedure was performed. The customer contact believes the substance may have come out of the hydrosurg device during irrigation. The contact reports, there was no intervention required for the patient and there is no plan to have the patient return for a repeat culture.